Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. The imaging window was detached at the lap joint assembly when the device was received. The distance from the distal end of the transducer housing to the tip of the catheter was not measured due to the detachment. During impedance testing, a good image was observed. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter tip detached. The target lesion was located in the severely calcified and severely tortuous left circumflex artery. During percutaneous coronary intervention, intravenous ultrasound (ivus) was performed with an opticross¿ imaging catheter. After checking the lesion with the intravenous ultrasound catheter, the catheter tip was separated from its shaft while it was being removed from the patient. The tip was successfully removed together with a guide wire and the procedure was completed with another of the same device. There were no additional patient complications reported and the patient's status stable.

Event description:
It was reported that catheter tip detached. The target lesion was located in the severely calcified and severely tortuous left circumflex artery. During percutaneous coronary intervention, intravenous ultrasound (ivus) was performed with an opticross¿ imaging catheter. After checking the lesion with the intravenous ultrasound catheter, the catheter tip was separated from its shaft while it was being removed from the patient. The tip was successfully removed together with a guide wire and the procedure was completed with another of the same device. There were no additional patient complications reported and the patient's status stable.